Event description:
It was reported that post-op a laparoscopic sleeve gastrectomy procedure, overnight the patient's drain content became bloody. When the patient was brought back to the operating room there was a liter of blood in the abdomen. The surgeon irrigated, no active bleeders identified, and there was a clot along the entire staple line. The surgeon reinforced with surgicel and other coagulation agent. The patient received 2 units of blood and was still in ICU as of thursday (B)(6) 2013. In the original procedure, black cartridge used for the first firing, blue for the rest, estimated blood loss was approximately zero. The patient had a bmi of 45. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Please describe the technique used? Standard technique for sleeve gastrectomy. First firing approx. 6cm from the pylorus and subsequent firings to complete the case. However, in my discussions with dr. (B)(6) he used all blue reloads for the subsequent firings. I suggested he might be overloading the stapler and to change his technique to black-green-blue. Was the patient taking any anticoagulants? Yes-lovenox. Was buttress material used? No. What was the source of bleeding? Bleeding was on both the patient and the remnant side. What other devices were used? Clip applier, harmonic, trocars, suction irrigation. Were the short gastrics mobilized? Yes. Was the bleeding abdominal vs luminal? I do not know. How is the patient currently? Fine. Is the patient expected to have a full recovery? Yes.